Manufacturer narrative:
The reported issue is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "tip cap disconnects prior to use". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that half the time when the patient removed the catheter cap from the touchless intermittent catheter, it broke and had to remove it in two pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that half the time when the patient removed the catheter cap from the touchless intermittent catheter, it broke and had to remove it in two pieces.